Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2025 due to two bent cannulas leading to hyperglycemia. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) MDR 3003442380-2025-18467- device 1 of 2. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.